Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01036. This report is being submitted as additional information. Approximate age of device ¿ 1 year, 10 months (calculated from the date the mobile power unit was issued to the patient; implant date: (B)(6) 2018). Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. Although the evaluation of the submitted log files confirmed no external power events on (B)(6) 2018, a specific cause for these event could not be conclusively determined through this evaluation. Review of the device history records for mobile power unit, serial # (B)(4) revealed that was manufactured with the v-lock ac power cord. The patient remains ongoing on vad support and no further issues have been reported at this time. Heartmate ii lvas patient handbook and IFU describes the no external power alarm and methods to resolve the alarm. Both the heartmate ii lvas IFU and patient handbook caution the patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that log files were submitted during a routine clinic visit. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed a no external power alarm while on the mobile power unit (mpu). A replacement ac power module cord was issued. Additional information was requested, but was not provided.